Event description:
It was reported that pacing impedance measurements for this left ventricular (lv) lead and cardiac resynchronization therapy pacemaker (crt-p) decreased from high out of range measurements greater than 2,000 ohms at implant to 892 ohms approximately 2 weeks later. Further review was recommended to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.